Manufacturer narrative:
Per caller, "wheelchair arm rest lock receiver clip fractured. Armrest will not stay in place anymore." It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Per caller, "wheelchair arm rest lock receiver clip fractured. Armrest will not stay in place anymore."